Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) is part of the tachy premature battery depletion advisory. The local guidant representative requested a longevity calculation based on current device programming. A guidant technical services representative requested a disc for analysis.